Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic due to inadequate shocks delivered from the device. During interrogations, the pacing impedance values varied and oversensing due to noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of inappropriate high voltage shock, noise, and impedance problem were confirmed. Visual and x-ray analysis found clavicle crush that fractured all the filars of the inner coil. The reported events were isolated to the fractured inner coil consistent with clavicular crush damage. Visual examination found an external insulation abrasion breaching the optim sheath only consistent with friction to another device or feature of patient¿s anatomy. All other damages were consistent with procedural damage.